Event description:
Reportedly, the subject lead dislodged 4 days after implantation, as evidenced by capture failure and variable threshold values. X-ray showed the following findings: - compared to the time of implant, the lead body was less curved in the respective chambers. - the lead tip was found to have been dislodged. - the pacemaker had moved to a lower place inside the pacemaker pocket. A re-intervention was performed after about 2 weeks, and after re-positioning the lead tip, the procedure was completed. The subject lead remains actively implanted.

Event description:
Reportedly, the subject lead dislodged 4 days after implantation, as evidenced by capture failure and variable threshold values. X-ray showed the following findings: compared to the time of implant, the lead body was less curved in the respective chambers. The lead tip was found to have been dislodged. The pacemaker had moved to a lower place inside the pacemaker pocket. A re-intervention was performed after about 2 weeks, and after re-positioning the lead tip, the procedure was completed. The subject lead remains actively implanted.